Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the plastic piece at the tip broke off. Previous investigations found the breakages are due to an important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on may 19, 2008 via eco# 253075. The complaint sample was manufactured after the changes. No corrective action taken for the samples manufactured after the design change. Complaints will be monitored. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Orientation guide broke. The complaint was updated on (B)(4) 2013.